Manufacturer narrative:
Additional information received: it was reported the endoleak is to be treated with a non mdt cuff. There was not much calcium or thrombus in the aortic neck and the cause of the ia endoleak is unknown. It is unknown if the secondary procedure has taken place or when it is planned for. Film evaluation summary: the reported type ia endoleak was confirmed on the film provided; however, the cause of the event could not be determined based on the limited video available. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration over time. It is possible that disease progression associated with aneurysm morphology changes over the 10 years post-implantation may have been a contributory factor, but this could not be confirmed. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. Two additional endurant limbs (etlw1613c156e <(>&<)> etlw1628c124e) were placed approx. 4 years, 3 months, later it was reported during a follow up approx. 10 years post index procedure , follow-up imaging taken identified a type ia endoleak per the physician the cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.